Event description:
The pt's mother reported that prior to the pt's pump refill in 2007; the pt had "full-blown morphine withdrawal". No pt symptoms were reported. The mother also stated that all the medication was left in the pump. The pump was explanted. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.